Manufacturer narrative:
It was reported that the tubing separated. One sample model: 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated at the top filament. No ring retainer was returned with the set. No defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Materials: 2426-0007, batch#: unknown. It was reported by the customer that not sure if I need to tell you or purchasing but we just had an IV tubing that came apart when I opened the chamber of the pump. The IV fluids dumped out of it. Rcc received a complaint via email. Not sure if I need to tell you or purchasing but we just had an IV tubing that came apart when I opened the chamber of the pump. The IV fluids dumped out of it. Thankfully it was just the I fluids and not a edication or a chemotherapy especially. Not sure if there is a recall on any of the pump tubing but it might be worth mentioning to bd alaris. I have the tubing down here so you can see what happened if you need.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: unknown batch#: unknown . It was reported by the customer that not sure if I need to tell you or purchasing but we just had a IV tubing that came apart when I opened the chamber of the pump. The IV fluids dumped out of it. Verbatim: rcc received a complaint via email. Not sure if I need to tell you or purchasing but we just had a IV tubing that came apart when I opened the chamber of the pump. The IV fluids dumped out of it. Thankfully it was just the I fluids and not a medication or a chemotherapy especially. Not sure if there is a recall on any of the pump tubing but it might be worth mentioning to bd alaris. I have the tubing down here so you can see what happened if you need.